Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 290 and 125mg/dl. Tests were done within 10 minutes. Pt had stated that when they tested the second time they used the same drop of blood. Pt did not experience any adverse events. No further info has been reported.